Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower there was a timer issue, as the pyxis would turn off after every 8 minutes. The customer stated that this malfunction occurred while dispensing medication to the patient care. The user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined pyxis was timed off by every 8 minutes. A field service engineer confirmed that the issue was resolved by the technical support specialist by updating the time server settings. The system functioned as intended after the field service engineer troubleshot the device.